Event description:
Intra-aortic balloon pump which was supporting a critically ill patient shut down completely, unprompted, without any alarms occurring. Registered nurse reports no alarms or error messages occurring prior to the iabp console powering off. Registered nurse had to restart the iabp console manually using the power switch on the back of the console. During this time the pump was completely off and no longer supporting the patient. Once iabp was powered back on the console resumed support to patient. Dates of use: (B)(6) 2015 - (B)(6) 2016. Reason for use: cardiogenic shock.